Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was utilizing 2 extension sets in combination with an integrated homechoice set and the extensiions did not prime completely. Baxter's technical support center assisted the home pt's spouse in ending therapy early. No pt injury or medical intervnetion was associated with this incident per the home pt's spouse.